Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a stapler sheath accessory as an RMA. There was no alleged malfunction reported against this stapler sheath. Although there is no claim against the product, an investigation was completed to determine the cause of the RMA. The stapler sheath was analyzed and found damaged with many tears. The tears ranged from 0.054" to 0.283" in length. There was no complaint against the stapler sheath to assess the effect of its failure. No image or procedure video was provided for review. A log review confirmed that the sleeve gastrectomy surgical procedure was performed on (B)(6) 2022 via system sk0268. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a sleeve gastrectomy surgical procedure, the stapler sheath accessory was originally sent in with no reported issues. The procedure completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.